Event description:
Additional information was received that the riata lead was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic imaging was performed and lead externalization was noted. The physician will explant and replace the lead at a later date during an unrelated procedure. The patient was in stable condition.